Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records were reviewed for all implanted devices used in this case and no nonconformities were found. Device was not available for return.

Event description:
It was reported that a patient had acquired an infection following an implant procedure. The patient was hospitalized and was given IV antibiotics. The device was explanted. Follow up report indicated that the patient was discharged and is recovering well.